Manufacturer narrative:
The pt went to the ER where she was given an ointment for the allergic reaction. The pt is now doing fine. No eval was performed: the pt would not provide the contact info for the dentist who placed the crown, and did not provide any info on the lot number allegedly involved, therefore, eval of retain samples could not be conducted. Additionally, the pt did not return any suspected prod to kerr corp for eval.

Event description:
In 2008, a pt informed kerr corp that she experienced an allergic reaction after a crown was placed using tempbond.